Event description:
As per the database: the patient died approximately one month post procedure. The cause of death was reported as other. Site indicated that the patient died in nursing home. Patient had been non-compliant with post procedure medications. The exact cause of death is unknown at this time. The event was graded as unrelated to the implanted precise stent.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.